Event description:
The second report of slippage involving the same unit. A mayfield skull clamp was involved in a slippage during a pt procedure. The incident was described as; the pt was having the mayfield skull clamp applied when the headrest slipped causing the clamp to slip as well. There was no pt injury involved. This clamp is the same one used in (B)(4) (a1059, lot# 094).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.